Event description:
The FDA has approved dexcom g7 for commercial use. This item is unsafe and puts patients lives at risk. My daughter is a type one diabetic and had been using the dexcom g6 for many years. Dexcom using marketing ploys to entice patients into "upgrading" from the legacy g6 product to the new g7 product. My daughter switched from the g6 to g7 8 days ago. The entire 8 day period the dexcom g7 has been wildly inaccurate vs finger stick blood meter checks. We never had a single problem with the g6. Today my daughters g7 was reading a blood glucose number of 240. She began feeling unwell as though she was about to pass out. We initiated a finger stick blood glucose meter check and her blood sugar was 60. Nearly 200 points less than the dexcom g7 was reading.